Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported events were helix mechanism issue and unacceptable threshold. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be retracted and clogged with blood/ tissue. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the right ventricular (rv) lead exhibited high capture thresholds. During a procedure to reposition the lead on (B)(6) 2021, the rv lead helix failed to extend due to tissue being stuck in the helix. The lead was explanted and replaced. The patient was in stable condition before, during, and after the event.

Event description:
New information received notes initial reporter for the event is dr. (B)(6).